Event description:
It was reported that while treating an avm through very tortuous anatomy, onyx was injected through the balloon catheter lumen. The balloon became entrapped on withdrawal. As the device was withdrawn, it stretched and broke leaving approximately 6 cm in the avm area. A stent was placed to secure the stretched segment to the vessel wall. No harm was reported. The pt will continue to be treated to embolize the avm in stages and this area will continue to be treated with onyx. Pt information- pt identifier, age, sex and weight are not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the most distal 6 cm segment removed from the device. This is the portion of the device that became entrapped by the embolic agent during the procedure. The remainder of the device is normal in appearance. In a discussion between our representative and the physician, it was indicated that catheter entrapment is an anticipated risk during this type of procedure and that the balloon did not attribute to the entrapment during this case. We are reporting this event as an adverse event occurred. However, the device was not the cause. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.